Event description:
A (B)(6) female pt called zoll customer support to report that she was receiving battery charger faults. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (charger faults) has been confirmed. Upon investigation the battery charger/modem was unable to charge a battery on the battery board. The root cause for the contamination was ingress of an unk liquid. No adverse event resulted from the defective battery charger/modem. The pt received a replacement battery charger/modem.